Event description:
The patient had a "call your doctor" message and a elective replacement indicator (eri) displayed on the patient programmer. It was noted that she did not use stimulation 24 hours a day and did not have her stimulation turned up high. No falls or accidents were reported. Further information was requested.

Manufacturer narrative:
(B) (4).